Event description:
It was reported that high pacing lead impedance and thresholds were observed via merlin.net. Patient was brought in clinic, lead dislodgment due to twiddlers syndrome was observed. Patient was asymptomatic. The lead was explanted and replaced. The patient is stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.